Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)

Event description:
During 36th annual meeting of the (B) (6) shoulder society help on 9-10 oct. Dr. Had a patient who experienced post operative condition; detected erosion of acromion, enlargement of acromio-humeral interval of xray, good cuff integrity and effusion of subacromial bursa after rotator cuff repair.